Event description:
It was reported bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology had leakage issues. The following information was provided by the initial reporter: "hub of IV leaking from the side".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology had leakage issues. The following information was provided by the initial reporter: "hub of IV leaking from the side".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one catheter adapter assembly and one bd syringe. Upon inspection of the received unit, it was identified that the adapter has been damaged just below the metal wedge. The reported issue was confirmed as the damage to the adapter potentially resulted in leakage. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a station jam or misalignment between the part and machinery. Operators perform inspections for cracking and leakage of the adapter per the sampling plan. When a station jams, operators are responsible for inspecting the jam and removing any affected components before restarting the line. If the parts are not detected or removed, they would likely continue through the manufacturing process resulting with the product being received by the customer. DHR could not be performed due to unknown lot#. H3 other text : see h.10.

Event description:
It was reported bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology had leakage issues. The following information was provided by the initial reporter: "hub of IV leaking from the side".